Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not fire. The procedure was completed with another resolution 360 clip device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block e1: it was reported that the physician's name is dr. (B)(6). Block b3: date of event was approximated to (B)(6) 2020 as the event date is unknown. Block h6: problem code 2906 captures the reportable event of the clip would not fire. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly and the yoke were not returned attached to the control wire, indicating the device was fully deployed. The handle was inspected for further analysis, and the control wire was correctly attached to the spool. Microscope examination was performed at the most distal section of the device, and it was confirmed under high magnification that the hypotube was not attached to the control wire. No visible failures were observed on the bushing. Dimensional examination was performed to further analyze the deployment issue; the handle was disassembled, and it was confirmed that the flattening wire was within specification. A dimensional analysis was performed on the catheter, and the length from the ferule to the most distal section of the catheter was within specification. A dimensional analysis was also performed between the hooks of the bushing, and both side a and side b were out of specification. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
It was reported that the physician's name is dr. (B)(6). Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not fire. The procedure was completed with another resolution 360 clip device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.